Event description:
It was reported that when the programmer was powered on it experienced a system error. The service disk was to be run in order to clear the error. No patient impacted during this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.